Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from anhui provincial hospital, china. The title of this report is ¿application of metallic hoffmann ii external fixator in the treatment of open tibiofibular fracture¿ which is associated with the stryker ¿hoffmann ii external fixator¿ system. Within that publication, post-operative complication/ adverse event was reported, which occurred from october 2008 to october 2009. It was not possible to ascertain specific device/patient detail from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 7 complaint were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses local pin tract infection. 4 out of 4 cases. The report states: ¿four had local infection at the pin tract. Incrustation and infection control occurred at the pin tract after the ethanol infusion.¿